Event description:
It was reported that the lead was explanted due to fluctuating r-wave measurements from less than 3 mv to more than 20 mv. There was also electrical noise with arm movements, and a 'visual irregularity' was noted on the svc coil at explant. No patient complications have been reported as a result of this event.